Event description:
The patient presented with a renal artery aneurysm. The physician attempted to implant a viabahn device. The incorrect guide wire was used which made it difficult to gain access to the aneurysm. The physician could not gain access to the site, so they began removing the device back out. On the way out it got hung up in the femoral artery and partially deployed the device. It was decided to go ahead and deploy the device fully and leave it in the femoral artery. Patient status was fine following the procedure.